Event description:
Reporter states the mechanical lock collapsed causing the end user to fall out of the end user's chair backwards and hitting the end user's head. The end user did not see a doctor, and when dealer went out to evaluate chair, he found the safety pin had come out and the stabilizer bar was crooked.